Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested but unavailable: what were the indications for surgery? Were clips used in the surgical procedure? Was the device fired over existing staple line? What color cartridge was being used during this firing? What other color cartridges were used? Was buttressing material used? How was the procedure completed? What is the current patient status?

Event description:
It was reported that during a laparoscopy (coelioscopy) procedure, the device has stapled properly on both sides of tissues but when cutting, the knife pushed the tissues maintained between the jaws causing tissues tearing and opening of the tube. Conversion of the coelioscopy in laparotomy. Contamination of the operating field.

Manufacturer narrative:
(B)(4). Batch # p5530d. The analysis found that one ec60a device was returned with no apparent damage and with an ecr60d cartridge reload present. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.